Event description:
The facilities agilent ECG central station monitors were upgraded in 2002 to the new c.o. Viridia system. After the software was installed, the central station monitor would reboot itself intermittantly losing pt monitoring for 6 min's. Philips -agilent- has not been able to fix this problem as yet. The system rebooted again in 07/03.